Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn: (B)(6)); sigsbchgr, sig power sigsbchgr one -bay charger (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, while the power handle was inserted in the shell, shut out occurred through button operation. Afterwards, the green light started blinking when it was connected to the charger for start-up. After that, when removed, the handle from the charger and watched the stapler screen start up, there was nothing displayed on the display. When contacted the marketing, it was mentioned that there was a problem with the battery of the handle, so it was connected to the hospital charger again and after a while, looked at the disconnected screen, but it did not work. There was no patient involvement.